Event description:
11/2/00 lead tested out of specification during manufacturer's analysis. Returned with no information, earlier report of oversensing and fracture. Fractured lead, t-wave oversensing. 6936 tested out of specification during manufacturer's analysis.